Event description:
It was reported that the patient¿s pump reached eos (end of service) on (B)(6) 2015, exactly 7 years after being implanted. The doctor did not know it until he interrogated the pump for refill. There was no alleged product issue. The doctor prescribed the patient oral medication. The pump was replaced on (B)(6) 2015. The patient¿s status at the time of report was alive ¿ no injury. The patient did not experience any symptoms as a result of the event. The pump was used to infuse an unknown type of drug. At the time of report, the patient was doing fine and new pump was performing great.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).